Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient had an unrelated surgery on (B)(6) 2020, where the ipg was not placed in surgery mode. The ipg was confirmed to be inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.